Manufacturer narrative:
The pod was received with the formed needle exposed past the bottom housing. The linkage assembly was partially extended and the slide insert had not advanced fully past the catch beam. The data shows that the pod completed both priming sequences and was deactivated soon after the end of second prime. The investigation found that the formed needle had deployed into the bottom housing, indicating the chassis sub assembly was installed incorrectly into the bottom housing. The needle deploying into the bottom housing prevented full movement of the needle mechanism assembly components and prevented retraction of the formed needle. This also resulted in the damage to the soft cannula and the formed needle bending under the force of the mechanism spring. This incorrectly installed chassis sub assembly was confirmed to be the cause of the reported needle mechanism failing to retract and needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that during the pod¿s priming, the needle deployed but did not retract. Despite the needle reportedly deploying, the pink slide did not move forward, indicating a needle mechanism failure. The pod was not worn. As treatment, a new pod was placed. No impact to the patient¿s glucose level was reported.